Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss. The customer believes that they had a power outage and everything shut down and cameback except 4 teles. The customer located the orgs and rebooted them with the correct ip. After the reboot, the units are no longer in comm loss. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported communication loss for the central nurse's station (cns).